Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead exhibited undersensing. The atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of under sensing was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical, visual and x-ray evaluations were normal with no anomalies noted.